Event description:
It was reported that the customer's insulin pump was cracked. The customer stated that the damage was at the battery cap as well as next to the screen. The customer also reported having low blood glucose levels of 39 mg/dl and treating herself with a glucagon shot. The customer further mentioned that there were issues with the sensor glucose readings and blood glucose readings being different. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.